Manufacturer narrative:
E1: patient city: (B)(6). Pateint country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 22-june-2024, it was reported that patient faced infusion set leaking event. Leakage was located at site. The infusion set was in use for 5 days. Blood glucose levels reported during the event was 496 mg/dl and patient address high blood glucose by correction bolus via pump. No further information available.